Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) battery status earlier than expected. The monitoring voltage was not reported, but eol was declared due to a charge time of 34.3 seconds. This device was included in the mid-life display of replacement indicators advisory population.

Manufacturer narrative:
The device was explanted and replaced with another boston scientific ICD. The patient requested to keep the explanted device, so no laboratory analysis will be performed and clinical observations cannot be confirmed. No adverse patient effects were reported. This report will be updated if additional information is received.